Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had post-operative shock on vasopressors which was treated with inotropes on (B)(6) 2022. A pulmonary artery (pa) catheter reading was performed to diagnose the shock. On (B)(6) 2022, the patient developed a cardiac arrhythmia. The patient had gone into ventricular fibrillation during surgery and was defibrillated twice. The arrhythmia resolved on (B)(6) 2022. The patient was taken off epinephrine on (B)(6) 2022 and continued on dobutamine on (B)(6) 2022.

Event description:
It was reported that the patient¿s shock resolved on 11may2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (cardiac arrhythmia and patient condition) cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. A contains the following information: section 1 lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.